Event description:
A patient reported bloiod glucose results of 193 mg/dl and 143 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%s and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Thest strips were replaced.